Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility certified clinical hemodialysis technician (ccht) reported that a dialyzer blood leak occurred a few minutes after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood; blood was visually observed in the dialysate after the test was performed. It was noted that there were visible ruptured membranes within the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 200ml. There was no patient injury, adverse event, or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The complaint device was returned to the manufacturer for physical evaluation. During the gross visual examination of the sample, no defects or irregularities were observed on the fiber bundle or any of the molded dialyzer components. The sample was subjected to a laboratory bubble point test. An internal leak was detected from a fiber as a steady flow of bubbles were observed to emanate from the non-cavity ID end potting cut surface. The dialyzer was then subjected to destructive disassembly for further examination and fiber isolation. Upon extraction of the fiber bundle, a potted fiber fragment was identified at approximately 220° with the dialysate ports situated at 0° on the non-cavity ID end. The fragment was potted between the housing and the fiber bundle and appeared to be sheared at the exit point of the inferior potting surface. The majority of the identified fragment was noted beneath the surface of the pu, joining the exterior of the fiber bundle. The opposing end of the fiber could not be isolated. Further examination of the fiber bundle did not identify any damage or irregularities. The inferior surface of both potting ends were examined for voids; none noted. A production records review was performed on the reported lot. An investigation of the device history records was conducted by the manufacturer. There were two approved temporary deviation notice reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. The investigation into the cause of the complaint was able to confirm the reported event.